Event description:
It was reported that the t1 and t2 anchors of the fastfix 360 device deployed simultaneously. No patient injury or complications reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.